Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed a serious irritation on his back underneath the therapy electrodes. The area did start to bleed. There was no alleged device malfunction contributing to the irritation. Patient was prescribed an antibiotic lotion and told to remove the device by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.